Event description:
Customer reported an alarm 2 followed by alarm 26, indicating an issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to disconnect tubing, adjust t:lock, and deliver a bolus, but the occlusion alarm recurred, indicating the blockage was in the cartridge. The customer did not see a ball of insulin and did not transfer insulin from an old cartridge. The issue was resolved by changing the cartridge, after which the customer resumed insulin therapy.